Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that all of the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was worn with a small tear present around the up button symbol. During testing, the contrast button was found to be intermittent in operation. With the keypad cover removed, contamination was found underneath the contacts of the down and contrast button contacts. Unrelated to the keypad, there was a small crack in the battery compartment between the case seal and the grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.